Event description:
It was reported that when using the bd pyxis¿ es server had login failure for all nurses. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had login failure for all nurses. A technical support specialist (tss) dialed into the application server and was unable to find the users in patient encounter system under the settings and restarted the active directory synchronization services. Then verified the synchronization logs and pulled logs from the stations and found errors with the users. Later the customer confirmed that the issue was on another application that caused all the nurses to fall out of pyxis and agreed to close the case.